Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker pocket had eroded and exposed the generator. The full system was extracted. No infection was noted. It appeared that the erosion was due to the patient being very thin and frail. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.